Event description:
Medtronic received information regarding a navigation system. It was reported that there was a freeze_psu error. The system froze during application use, the error led on the power supply unit (psu) was lit and tracking could not be done. No patient was present at the time of the event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, serial/lot #: -, ubd: , UDI#: ; product ID: 9736403, serial/lot #: -, ubd: , UDI#: ; product ID: 9736356, serial/lot #: -, ubd: , UDI#: h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, lot/serial #: (B)(6); product ID: 9736403, lot/serial #: (B)(6); product ID: 9736356, lot/serial #: (B)(6) h3) the manufacturer representative went to the site to test the navigation system. Hardware parts were replaced. A check of the event log showed intermittent firmware incompatibility dating back to dec 2020. There was a battery voltage low message along with bump detected an storage temperature exceeded. The camera failed an accuracy test (aak) at .680 mm with a passing threshold of .25 mm. This camera had not been previously returned for a failure. It was returned 2024-feb-19 codes: b01, c02, d02 the computer was returned to the manufacture for analysis. The computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network and teradici configurations were set correctly. The video capture card functions correctly. All display ports-dvi, hdmi and dp all function correctly. The sound functions on the hdmi and dp ports. The computer passed all burn-in testing v9.1. The computer is fully functional. No failure found. It was returned 2024-feb-19 codes: b01, c19, d14 the ssd was returned to the manufacture for analysis. The returned ssd was bench tested and no issues were detected. Navigated through multiple exams and allowed the software to run for a couple of hours in order to try and see if it would freeze up, but that did not occur. Was able to log in to 'admin' and perform a disk self-test and it passed without issue. No failure was found. It was returned 2024-feb-19 codes: b01, c19, d14 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.